Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a probable programming error which resulted in the patient receiving more medication than intended. The pump was prgorammed to deliver tpn (total parenteral nutrition) with a volume to be infused of 1800ml. The intended rate of delivery was 60ml; however, at 0100, the nurse noted the device was delivering the tpn at a rat of 125ml/hr. The customer contact reported that the device was delivering tpn at the unintended rate of 125ml/hr for 7 hours and that the patient received 455ml more tpn than intended. At 0100, the nurse reprogrammed the device to the intended rate of 600ml/hr and the delivery was restarted. The physician was notified. Labs were drawn. There were no reported adverse patient effects. No medical inverventions were required. At 0830, the device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.